Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had wrench lamp lights and an alarm generated. The problem reoccurred event after restarting the power supply so the mpu was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the mobile power unit (mpu) was not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot for an extended period and was found to perform as intended. Issues with the mpu were unable to be reproduced throughout all testing, and the mpu was scrapped after analysis per the customer¿s request. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from the mpu. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.